Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device setting. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 10/21/2025, it was reported by a sales representative via (B)(4). That an ar-9580-2410s 24mm baseplate reamer did not engage in the modular drive shaft. When it was lightly tapped with a mallet to get it to engage with the modular driver, it became bound together. This was discovered during the case with no patient harm.